Manufacturer narrative:
The device was returned, and an inspection at the repair center confirmed the reported allegation. It was found, the gas feeding hoses were broken which resulted in gas leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that the failure was caused by damage tubes, the investigation could not determine what caused the tubes to fail. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the loaner high flow insufflation unit exhibited device leakage during inspection before use for an enteroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm associated with the event.